Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz0596 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that during insertion, the guidewire was pulled back to 19cm and the catheter was cut at the 20cm mark. Nurse had difficulty inserting the catheter past the introducer, and upon removal the catheter broke around the 10cm mark. No patient injury reported.